Event description:
The customer reported being in a car accident and was admitted as an inpatient for medical treatment. The blood glucose at time of her admission was 46mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the doctor has adjusted the basal rates/bolus and they were correct. Assisted the customer to run a displacement test and passed. The customer stated that she was wearing the insulin pump while having a cat scan in the emergency room. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.